Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations with the caller who stated they will bring patient in to reset the lead safety switch (lss) and evaluate the competitive rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. There was also an episode of noise which was oversensed. The episode resulted in pacing inhibition which was less than two seconds. No adverse patient effects were reported.